Event description:
Received from the FDA a copy of the customer's medwatch report which states: "blue cap would not stay secured to IV line. IV line popped off of tubing 3 times, despite twisting and securing. Bottle of albumin leaked into the bed. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow-up report will be submitted with failure investigation results should the devices be received for eval.